Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a procedure. According to the complainant, the resolution clip was being used for the purpose of anchoring a wire placement. The clip failed to release from the delivery system and was withdrawn from the patient. A second resolution clip was successfully used to anchor the wire with no patient complications.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath and there was a kink in the control wire near the handle. The clip assembly was located inside the over sheath. It was observed that the clip assembly was detached from the bushing, however it was still attached to the control wire, via the tension breaker and yoke. During a functional evaluation of the device, the control wire was actuated and the clip assembly was deployed. It was also noticed that the over sheath was accordioned and the prongs had an overbite. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context as the damage to the device is mostly likely due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a procedure. According to the complainant, the resolution clip was being used for the purpose of anchoring a wire placement. The clip failed to release from the delivery system and was withdrawn from the patient. A second resolution clip was successfully used to anchor the wire with no patient complications.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.